Manufacturer narrative:
Product, clinic, and reporter are unknown. Ectasia.

Event description:
A review of the maude database revealed the following voluntary report from a pt "I underwent custom vue lasik procedure in 2005. After the surgery, I have experienced the following problems in my left eye: approx 1-2 months after the procedure, my tear ducts left eye completely closed and my left eye is constantly tearing. I have undergone surgery to try to open up the tear ducts, but the surgery was unsuccessful. Over the past 2 years, my vision left eye has been getting progressively worse and I have been diagnosed with ectasia -thinning/warping of the cornea-." Pt reports being treated with the following medications: zymar, tobradex drops, tobradex ointment, liquid tears, lotemax, neomycin, polymixin b sulfates and dexamethosone ophthalmic suspension usp.